Event description:
Female pt received first degree burn during obgyn case. Pt received 5cm burn on inner thigh. It was also reported that the drapes caught fire; fire was put out immediately. No specifics were conveyed as to how the drape caught fire. An unk prep solution was used. It is unk if this solution was labeled as flammable. Physician applied ointment to the pt's burn. The pt is doing fine according to risk manager. Biomed at the user facility was called in to check the esu. The biomed stated the unit was in fine working order, no problems found. According to the biomed; the handpiece was discarded.

Manufacturer narrative:
The system 2450 operators manuals states: 1.1.2 cautions for pt preparation electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o) or in oxygen-enriched environments. The risk of igniting flammable gases or other materials is inherent in electrosurgery and cannot be eliminated by device design. Precautions must be taken to restrict flammable materials and substances from the electrosurgical site. They may be present in form of anesthetic, life support, skin preparation agent, produced by natural processes within body cavities or originate in surgical drapes, tracheal tubes or other materials. There is a risk of pooling of flammable solutions in body depressions, such as the umbilicus and body cavities, such as the vagina. Any fluid pooled in these areas should be removed before the high frequency surgical equipment is used. Due to the danger of ignition of endogenous gases, the bowel should be purged and filled with nonflammable gas prior to abdominal surgery. To avoid the risk of tracheal fires, never use electrosurgery to enter the trachea during tracheotomy procedures. Only non-flammable agents should be used for cleaning and disinfection wherever possible. Exercise care when moving the esu to avoid electrostatic charge buildup in the presence of flammable materials, as there is risk of igniting these materials if a spark should occur.